Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure (light intensity value reduces unintentionally) was not confirmed. Based on the results of the investigation, and since the device was not returned and evaluated, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in the subject device the touch panel monitor unintentionally lowered the light intensity. The issue was found during a diagnostic procedure (sedation), which was finished with the same device. There were no reports of patient harm.